Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has an infected right total knee with attune implants. It is unknown when the surgeon implanted this knee. The parts were removed and temporary implants implanted. The femoral component was well fixed and cement was stuck to its backside. The tibial tray was not as well fixed and the cement did not stick to its backside. The patella was also removed. The patient is stable. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.